Manufacturer narrative:
Received 1 artic gel pad kit. The reported issue for this complaint is unconfirmed, during visual evaluation the pads were inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between manifold connector and pad was found completely sealed, the energy connectors were found free of damages, it was noted that there was evidence of the sealing present on the pads. No manufacturing issues related were noted during the visual evaluation of the pads returned. The flow rate was found to be acceptable on all of the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that the flow rate was not able to exceed 1lpm during use on a patient. The nurse reported that they tried troubleshooting the pads by disconnecting them and reconnecting them and checking the lines for kinks. She stated that they also tried a second arctic sun device but that they saw no improvement in the flow rate. They then swapped the pads out for a second set of pads. This corrected the issue and they were able to get an optimal flow rate. The patient was able to complete therapy with the second set of pads without further issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the flow rate was not able to exceed 1lpm during use on a patient. The nurse reported that they tried troubleshooting the pads by disconnecting them and reconnecting them and checking the lines for kinks. She stated that they also tried a second arctic sun device but that they saw no improvement in the flow rate. They then swapped the pads out for a second set of pads. This corrected the issue and they were able to get an optimal flow rate. The patient was able to complete therapy with the second set of pads without further issue.